Manufacturer narrative:
Customer returned (81) 3/10cc, 8mm, 30g syringes (51 loose, 30 in sealed poly bags) with the shelf carton from lot # 7289879. Customer states that the syringes have manufacturing waste and that the body of the syringe is irregular. Thirty out of 81 samples (15 loose, 15 from the sealed poly bags) were examined and all exhibited cracks in the barrel around the 30 unit marking. However, no foreign matter was observed on any of these samples. A review of the device history record was completed for batch # 7289879 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (cracked barrel) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (foreign matter) investigation conclusion: as per manufacturing, "upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. All returned samples were visually inspected and noted damage to the syringe barrel wall, ranging from cracked barrels to compression-force damage/indentations. For the samples exhibiting a cracked barrel, the damage noted appears to render the device inoperable by the end user. All other damage noted, while cosmetically undesirable does not appear to hinder functionality of the devices. Samples were provided to sr. Mechanic ms and damage to the syringe was noted to align with the contact point at the infeed dial on the metro. A jam on this equipment could account for up to 30 barrels being damaged with all similar defects. No additional actions at this time." Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that during use of the bd micro-fine insulin syringe needle, that the syringe had manufacturing waste and that the body of the syringe is irregular. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd micro-fine¿ insulin syringe needle, that the syringe had manufacturing waste and that the body of the syringe is irregular. There was no report of exposure, serious injury or medical intervention.